Event description:
The patient experienced a decrease of therapeutic effect and a return of symptoms. The neurostimulator was interrogated and impedance measurements of >4000 ohms were seen for all electrode except #3. X-rays that were taken showed the lead in the correct position. A revision was performed and evaluation of the lead showed all electrodes except #3 were not stimulating. The entire device system was explanted. No patient complications were reported.

Manufacturer narrative:
Analysis result were not available at the time of this report. A follow-up report will be sent when analysis is completed.